Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate profile 225cc saline prosthesis, catalog #3501630, serial #(B)(4), lot #270021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding an expected explantation date, however, future bilateral prosthesis replacement is indicated.

Manufacturer narrative:
The device was received by the mentor failure analysis lab on 4/23/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 225cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A supplemental report was submitted on 5/9/2018 to notify of product receipt, and product investigation summary. This report was erroneously submitted without including the lot number, which was received with the product on 4/23/2018. Also, the return of the device on 4/23/2018 indicates that intervention was required as a result of the reported product problem, and this was also omitted from the supplemental report submitted on 5/9/2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 270021 was reviewed on 6/6/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).